Manufacturer narrative:
Beckman coulter (bec) field service was not dispatched; the customer has a contract for field service with a different company. Associated MDR: 8020879-2014-00006.

Event description:
The customer reported erroneous thyroid-stimulating hormone (htsh) results were generated for one patient on two instruments. This MDR reports the results generated on a unicel dxi 800 access immunoassay system; please see MDR 8020879-2014-00006 for the results generated on a unicel dxi 600 access immunoassay system. The patient sample was initially analyzed on a unicel dxi 600 access immunoassay system and the htsh result was below the laboratory's normal reference range. The customer retested the sample several times on the same instrument and on a unicel dxi 800 access immunoassay system in the same laboratory; htsh results were below, within, and above the reference range. A rerun result within the normal reference range was reported out of the laboratory. There was no change to patient treatment in connection with this event. A review of quality control (qc) data shows that htsh qc results were within the laboratory's established range on the date of the event. The customer did not report any sample quality issues. The instrument had been calibrated with access htsh calibrator lot 333848.